Manufacturer narrative:
H3: product analysis of part # 1553300500, lot # 0968138w - visual and optical inspection revealed wear and indentions on it from the seating and tightening of the set screw. Functional check with a sample break off screw and bone screw confirmed the rod was able to be secured in the saddle of the screw without any issues. The rod may have not been secured in the saddle of the bone screw which caused the excessive wear on the end of the rod. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having correction spon dylodesis th11-l5 for loosened construct. It was reported that during revision of loosened cosntruct, metallic discoloration on facetjoint, implants and metallosis was noticed. There was no patient symptom reported. There were no further complications reported regarding the event.